Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the battery was failing, approximately sixteen months post implant procedure. The patient also reports 'feeling strange'. The icm remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the battery was failing, approximately sixteen months post implant procedure. The patient also reports 'feeling strange'. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.